Event description:
It was reported that after a da vinci s hysterectomy procedure, the surgical staff found the pt's skin surrounding the port incisions where the cannula accessories were, was "charred". The surgeon indicated that the pt required no additional medical treatment and felt fine the following day. No additional pt harm, adverse outcome or injury was reported

Manufacturer narrative:
Investigation was performed by field service engineering. Since the site's last service event, the field service engineer found that the vision cart had been re-configured and rewired. The customer mounted a surge protector to the vision cart which was powering the isolation transformer, illuminator, assistant monitor, insufflator and cautery system. The field service engineer re-configured and rewired the vision cart to isi specifications and recommended to the hosp staff that the cautery system, and the assistant monitor be powered separately from the vision cart, due to the power demands of these components. A full electrical safety test was conducted as well as a full preventative maintenance service and no issues were encountered. The da vinci s surgical system and the electrical surgical unit (esu) system passed the ground bond and leakage current electrical safety test; however, cautery generators are known to product high frequency leakage currents. It is possible for these currents to pass through the pt side manipulator arms to ground, through the cannula accessory to the pt. Re-configuration of the vision cart could have aggravated this high frequency leakage. As of 2008, there have been no reported recurrences of the issue at this hospital.